Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating the display with alarm is not working, it is not giving any sound and the speaker connection is broken. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that the speaker produced an audible sound and passed the sound test. The brt replaced the speaker assembly as a precaution. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.